Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A complaint of a white substance being found on an unused set was received from the customer. No product or photo was returned by the customer. The customer complaint of foreign matter could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
It was reported while using alaris carefusion 3sec set no ports w/hanger foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: material #: 11448964. It was reported by customer that an unknown substance in unused secondary tubing set reacted with medication, turning the once clear fluid white. Incident date: (B)(6) 2021. Details of complaint (reported issue): unknown substance in unused secondary tubing set reacted with medication, turning the once clear fluid white. Medication not administered. Complaint noticed: prior to use. Problem frequency: 1st time. Qty affected: 1 ea.

Event description:
It was reported while using alaris carefusion 3sec set no ports w/hanger foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: material #: 11448964. It was reported by customer that an unknown substance in unused secondary tubing set reacted with medication, turning the once clear fluid white. Incident date: (B)(6) 2021. Details of complaint (reported issue): unknown substance in unused secondary tubing set reacted with medication, turning the once clear fluid white. Medication not administered. Complaint noticed: prior to use. Problem frequency: 1st time. Qty affected: 1 ea.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A complaint of a white substance being found on an unused set was received from the customer. No product or photo was returned by the customer. The customer complaint of foreign matter could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Manufacturer narrative:
The following fields have been updated with additional information¿. B.5.it was reported while using alaris carefusion 3sec set no ports w/hanger foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: material #: 11448964. It was reported by customer that an unknown substance in unused secondary tubing set reacted with medication, turning the once clear fluid white. Incident date: (B)(6) 2021. Details of complaint (reported issue): unknown substance in unused secondary tubing set reacted with medication, turning the once clear fluid white. Medication not administered. Complaint noticed: prior to use problem frequency: 1st time. Qty affected: 1 ea. D.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 15-feb-2022. H.6. A complaint of a white substance being found on an unused set was received from the customer. A sample was received for investigation. Through visual inspection, the customer complaint was confirmed. A white substance was seen in the tubing as well as a clear liquid. An ftir analysis was performed on the liquid inside the tubing. It was best matched to water, and did not have any unusual material in the sample. A device history record review could not be performed because the lot number is unknown. The manufacturing plant was notified and an investigation was performed. The defect could not be traced to the manufacturing process. While a definitive root cause could not be determined, a probable root cause for the color change is a possible reaction between the vancomycin and the liquid in tubing. Vancomycin has been known to cause a white precipitate when mixed with zosyn. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported while using alaris carefusion 3sec set no ports w/hanger foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: material #: 11448964. It was reported by customer that an unknown substance in unused secondary tubing set reacted with medication, turning the once clear fluid white. Incident date: (B)(6) 2021. Details of complaint (reported issue): unknown substance in unused secondary tubing set reacted with medication, turning the once clear fluid white. Medication not administered. Complaint noticed: prior to use problem frequency: 1st time. Qty affected: 1 ea.